Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate and screws breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution: important basic precautions: when load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events: fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent around the knee osteotomy (ako). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and implanted this product (bone void filler ) into the space created after the osteotomy. After the ako, the surgeon had an impression that pain slightly lingered at the patient's surgical site. Apart from the lingered pain, the patient developed no notable events. The patient underwent hardware removal about two years after the ako. During the surgery, the surgeon found plate breakage. Despite plate breakage, alignment of the affected limb was acceptable and the osteotomized bone had achieved bone union. After the hardware removal, the surgeon carefully checked again a series of x-ray images taken after the ako and concluded that the plate breakage occurred around 12 weeks after the ako.